Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient sustained minor burns on the outer abdominal skin after coming into contact with the insufflation tubing following successful completion of the procedure. Since the patient got injured, the case is deemed as reportable.